Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. Six shielded needles from insyte autoguard devices were provided for investigation. The samples exhibited evidence of use. What appeared to be blood residue was visible within the shield, around the springs, and within the flash chamber. Although the IV catheters were not returned for investigation, the presence of blood within the safety shield supports the reported complaint. Without the IV catheters, it could not be determined if the blood control valve was damaged, so no root cause could be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Body substance exposure 4 nov -yes, the staff were wearing gloves. -they were not exposed to a wound or mucous membranes but they were exposed to blood. -no diagnostic or medical treatment was needed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"When inserting the IV and feeding the cathelon over the needle it begins to bleed back. The needle is still in he cathelon and the safety has not been activated. Blood control allowing bleed out around the needle."